Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr, (B)(6) hospital (B)(6) 2018. When setting up the instruments. Jnj representative noticed that the hudson adapter and the t handle were splade and when test they did not work. Jnj representative tested the drill shaft and broach reamer and there were slots broken. Due to no fault of this, the surgery got cancelled. Jnj representative replaced the instruments for the re-scheduled case.

Manufacturer narrative:
(B)(4). This device was not returned for evaluation but photographs were received not confirming the reported event but do show evidence of stripping and wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.